Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse verified the alignments and adjustments of the reagent tray and bottles. The quality controls (qc) were run with acceptable results. The instrument was verified as operational. There was no further action required by fse. The instrument was installed on 12oct2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 12- oct-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4124] sample-z bump: cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the error message 4124 sample z-bump was due reagent trays were out of alignment.

Event description:
A customer reported error message 4124 sample-z bump with the aia-900 instrument. A periodic maintenance (pm) was performed that day and the instrument was running fine but then the error occurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.